Event description:
Report received of an unspecified number of undocumented incidents of leakage of chemothrapy. The customer reported that the pts were receiving chemotherapy in a physician's office. The primary tubing sets were connected to the pt's venous access devices. Unspecified IV solutions were infusing via gravity at a "wide open" rate. In each event, a syringe with a 20-gauge needle was attached to the y-site and adriamycin was delivered IV push. When the needles were removed, a "large red droplet", of the drug was notedly "contained". There were no reported adverse pt effects and no medical interventions were required.